Event description:
It was reported that this device presented an increase of power consumption due to atrial arrhythmia. As a result, this device's longevity has decreased in a recent follow up from 15 years to 9 years remaining battery reserve. It was confirmed through disk analysis that the patient has developed atrial fibrillation which has contributed to the premature battery depletion. No adverse patient effects have been reported. As far as the information that has been received this device is still implanted and in service. No additional information is available. Should updated information be provided, a follow up report will be provided.